Manufacturer narrative:
The device was received by anspach. If add¿l info is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the ¿hose ruptured.¿ the event was not related to any surgical procedure. There was no add¿l info provided.